Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that subject stent was returned still loaded on the stent delivery wire (sdw) and stuck in the distal section of the microcatheter. Once the system had been flushed and the subject stent advanced out through the distal opening of the microcatheter, the subject stent was noted to be severely deformed and was also broken/fractured at the distal (open cell) end. All 3 marker bands were still present on both ends of the subject stent. The subject stent introducer sheath was returned for analysis and the distal tip section was intact. The sdw was found to be kinked/bent approx. 26cm and 43cm from the proximal end of the wire. In addition, there was a kink/bent present approx. 8cm from the distal end of the wire and the distal tip of the wire was also deformed/stretched. The microcatheter was also returned and there was no damaged noted to this device. Functional inspection test failed as subject stent was returned still loaded on the sdw and had been advanced inside the lumen of the microcatheter until it was located approximately 3 inches from the distal opening of the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during transfer was not confirmed during visual analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the returned device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that the operator 'prepared and flushed a 4.0*21 stent and after it went into microcatheter, it could be delivered normally at the beginning. When the stent reached the clinoidal area, the delivery wire could not move, and the stent could not reach the lesion. Withdrew the stent and microcatheter and the stent was not able to be advanced in microcatheter on the table. The subject stent (3.0mm x 21mm) was accidentally deployed at the hub of the microcatheter. The subject stent was returned for analysis still loaded on the stent delivery wire (sdw) and advanced to the distal section of the microcatheter. Once flushed and advanced through the distal tip of the microcatheter, the stent was noted to be severely deformed and broken/fractured at the distal end. The sdw was kinked/bent at multiple points along its length and was also deformed near the distal end of the wire. The introducer sheath was intact. Given the undamaged introducer distal tip opening, it is possible that, unknown to the user, the introducer sheath moved proximally prior to stent transfer. This would have resulted in a gap. Under these circumstances the subject stent would be advanced into the gap between the sheath and the proximal end of the microcatheter lumen. If this occurred, the subject stent would begin to deploy in this gap and would experience resistance (and potentially damage) during further attempts by the user to advance it. This is one possible explanation for the damage noted during analysis. An assignable cause of not confirmed has been assigned to the as reported code of stent deployed prematurely during transfer and an assignable cause of procedural factors has been assigned to the as analyzed codes of sdw kinked/bent, sdw deformed, stent deformed and stent broken/fractured during use as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during left posterior communicating artery (pcoma) aneurysm embolization case, subject stent was prematurely deployed at hub of microcatheter during transfer. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully. The subject stent was returned for analysis and the device investigation revealed that the subject stent was found broken during use within the microcatheter.